Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and calcified severely coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured. Damage/protector tip problem was noted. The procedure was completed with another of same device. There were no patient complications. Patient was in good condition.